Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v564087, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported the patient no longer wished to participate after having the device removed. The device reportedly stopped working, noting gradual loss of efficacy.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. The serial number was lost and a power on reset (por) message was reported. Foreign material was found in the ports as well.

Manufacturer narrative:
(B)(4). Device received and pending device analysis.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the lead and the implantable neurostimulator (ins) were explanted and returned for analysis. The study ended and there was a gradual loss of therapy was reported to the hcp on (B)(6) 2015. The patient did not have any injuries and recovered without sequela. Device analysis results remained unknown at the time of the report. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.